Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that a second ins was opened to resolve the impedance issues. They stated that the cause of the impedance issues were unknown. The rep mentioned that the surgery took more time because of the troubleshooting that had to be done regarding the high impedances. The unused ins will be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
The ins (B)(4) was returned for analysis and the device passed all functional testing. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative concerning patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient was undergoing a revision. The initial reading on the ins was fine. They switched to new ins and out of range impedances screen was seen, ¿everything is out¿ confirmed >40,000. They placed a wireless external neurostimulator (wens) and the lead was in the normal range. They could not get good impedances with the ins. It was reviewed to confirm nothing in the room was interfering. A second ins may be tried. No patient symptoms were reported. No further complications were reported. Omitting information related to (B)(4) ¿ recharging difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_wrench_acc, lot# unknown, product type: accessory; product ID: 3550-29, serial# unknown, product type: accessory; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned for analysis.